Manufacturer narrative:
D10: 02-010-04-0260 - logic cr femoral por, left, sz 6: (B)(6). 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t: (B)(6). 02-012-47-6009 - logic cr tib insert std, sz 6, 9mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient who had a left tka, underwent a revision procedure approximately 6 years 4 months post the initial procedure. Patient presented for a patella resurfacing procedure. During the procedure the surgeon also decided to extract and replace the tibial poly liner as it was part of the tkr poly liner recall. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were discarded. No device images were provided. No further information. This is report 2 of 2 for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. Information regarding the reason for the revision was not provided. However, as the patient presented for a patella resurfacing procedure, they may have been experiencing instability, reduced range of motion, and/or pain. Due to the limited information, this complaint event cannot be further investigated or confirmed, and a definitive cause, in addition to any potential product, patient, and/or user-related contributing factors cannot be definitively determined. There is no indication within the available information that a new or unexpected failure mode or harm/adverse event type has occurred or that the benefit-risk analysis for these products has been altered; therefore, no further risk analysis will be performed. However, this event will be included in complaint trending per (B)(4) complaint trending and actions will be taken as required upon detection of any trend signals. No further action or escalation will be taken at this time concerning this reported event. Should additional relevant information be received concerning this event, the complaint investigation will be re-opened and actions will be taken as appropriate. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.